Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 49 and 52 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 150 mg/dl. Customer stated he just started to use the meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 10/16/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (customer had difficulty seeing the time): (B)(6).